Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 220 mg/dl, and 466 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks, but there was an air bubble close to site. Customer was assisted in clearing air bubble. Customer declined checking for site, insulin issues and settings. Customer called back to perform high pressure test. Insulin pump passed high pressure test. Customer also found that cannula was bent. Customer would change infusion set.